Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15978; 2017865-2020-15984. It was reported that the patient presented in clinic with an infected left pectoral region. The leads were infected and device erosion of the skin was visible. The entire system was explanted, the pocked was treated with antibiotics and wound closed pending healing from infection and replacement at a later date. The patient was stable.